Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 -7.5/1.5/073 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients' left eye (os) on (B)(6) 2022 as a replacement lens to address excessive vault but it did not resolve the problem. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.